Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the user interface (ui) pcb assembly and system controller pcb assembly which resolved the reported issue and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would no longer power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and found that power button switch, designator sw36, is inoperative and power button switch, designator sw37, only works intermittently. The switches are worn which prevent it from powering on the device consistently.

Event description:
The customer contacted physio-control to report that their device would no longer power on when prompted. There was no patient use associated with the reported event.